Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The internal wire was exposed because of the breakage. The long bipolar grasper instrument failed the electrical continuity test and had no signs of thermal damage. Further evaluation found the instrument had a broken bipolar yaw pulley. The broken piece measuring approximately 0.067¿ x 0.150¿ was missing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the long bipolar grasper had a snapped wire. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and no patient related information was available.